Manufacturer narrative:
Other applicable components are : product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 10-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the surgeon was replacing an end of service (eos) generator and when they disconnected the extension from the 0-7 channel, the end of the extension broke off in the channel. It was noted that there were no prior issues, impedance test performed prior to surgery showed all impedances within normal range. The rep turned the left lead to a 0 voltage. The surgeon will discuss with the family the option to have an extension replacement to be done another day. There was partial explant of the extension, there was a piece of the extension in the front channel of the explanted generator. The issue was not resolved at the time of the report. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4)) found that output and telemetry were acceptable. Upon inspection through a microscope during bench analysis no part of the extension could be found. The ins connector port was not damaged. The ins was received with the battery status at eos. Based on the parameters received the ins experienced normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.